Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the stem subsiding; all implants were removed and replaced. The surgeon used our insert and another vendor for the remaining items.